Event description:
Pt had been called due to the possibility of having overdosed. Pt had changed the cartridge without clamping off the tubing that was in her yet. It looks like pt got about 65 units and her normal 24 hr total is 30 units per day. Co called her back in 15 min and pt's sugars were to 40mg/dl. Co told her to call 911. Pt was kept in the hosp overnight and was released the next day. Pt is fine. Pt realized that she should have clamped the tubing.